Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the drug that was used via the device system was bupivacaine 20mg/ml and morphine 20mg/ml in (B)(6) 2015, and the patient was unsure of the dose or if there had been changes since then. It was reported that the empty reservoir occurred in (B)(6) 2015. It was noted that the reason that this was happening was due to the patient's medication not being there at her appointment (timing not calculated correctly.) It was noted that this happens more than it should, and the patient lives out of town and is expensive to come back because of the medication. The patient experienced symptoms of more pain, but noted that she did not know that the pump was out of medication until she went in to have it refilled. Health care provider (hcp) thought it had been 2 days. The pump was refilled, and the issue was resolved. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that their pain pump ran out of medication early. The patient went for a refill and the healthcare provider told the patient it had run out the day before. No drug, circumstances regarding the empty reservoir, patient symptoms, interventions or outcome not reported. Further follow-up was being conducted to obtain information.